Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak. Troubleshooting for pump exposed to fluid was performed. Customer advised the reservoir broke and there was damage inside of the insulin pump. Customer advised the reservoir broke off which resulted in a blank display. Customer advised the insulin pump was exposed to moisture and they have no used the device for a long time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.